Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hospital reported that the aortic punch was spitting apart at seam of handle and the hs iii proximal seal delivery tube was not smooth as normal had problem sliding to the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.